Event description:
During use of the device for a cardiopulmonary bypass procedure, the user observed error codes f133, f033, and f233. The device was used for the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequences to the pt as a result of this event.